Event description:
It was reported that during a hernia inguinal bilateral, the device only had 1 staple. It was necessary to use another same like device. There was no patient consequence.

Manufacturer narrative:
Date sent 7/6/2007. Cartridge weld. The analysis results showed that one device was returned with the nose open as the nose weld was insufficient, no functional test could be performed due to the condition of the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as the were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.